Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016,the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional event or patient information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of an intermittent out of range signal was confirmed. The root cause was determined to be a failed transmitter.